Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/28/2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of call service 064-0001(motor error occlusion during prime) alarms with high force. During testing, the pump successfully completed the ez-prime steps without any call service alarms or issues. The pump successfully completed the 24 hour duration test without any issue or call service alarms. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.